Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 350 mg/dl, while wearing the pod between 4 and 24 hours. The patient reported cannula being damaged, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
Inspection of the cannula found no damages. No timeouts or drive stalls were observed in the download data. The phb file shows that the device switched into limited mode. When limited mode is active, the user is not able to access automated mode. This is expected of the device due to behavior seen in the phb file. The pod was switched into automated mode and connected to a tx emulator. The pod successfully recognized and adapted to changes in blood glucose levels.